Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump, although the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level.